Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced adhesive issue with five infusion sets on (B)(6) 2026 as the infusion set fell off, which was in use for two minutes. No further information available.